Manufacturer narrative:
A system service check of the avanta fluid management system, serial number (B)(4), has been scheduled and we are awaiting the results. This investigation remains in progress. Once the investigation is completed, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, the customer reported that a patient suffered a cardiac arrest after an undisclosed amount of air was allegedly injected while connected to an avanta fluid management system. The patient was reported to have been "saved"; however, no further information was provided. The current status of the patient is unknown.

Manufacturer narrative:
A system service check of the avanta fluid management system, serial number (B)(6), was completed on (B)(6) 2022 which confirmed that the injector was operating within bayer specifications. The disposables that were in use during the alleged incident were discarded by the site. The lot numbers were not provided; therefore, testing of retained samples was not possible. Multiple documented attempts have been made to obtain specific information related to the reported event; however, these attempts have been unsuccessful. The avanta fluid management system operation manual cautions the user as follows: "warning: expel all air from the syringe, drip chambers, connectors, tubings, transducer, and catheter before connecting the system to the patient." In addition, bayer recommends that the user review all applicable warnings in the avanta fluid management system operation manual. The offer of additional clinical applications training has been made to the customer and we are awaiting their response. In the event that additional information is obtained, a follow-up report will be submitted. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.

Manufacturer narrative:
A system service check of the medrad® avanta fluid management injection system (sn (B)(6) was performed on january 10, 2022 and confirmed that the injector was performing to specification. Bayer product analysis received a cut portion of the multi-patient sterile disposable set (mpat) tubing (lot number unknown) which was not able to be functionally tested. The single-patient sterile disposable set (spat) that was in use during the procedure was discarded by the site. The site was unable to provide the lot numbers of the disposables; therefore, testing of retained samples was not conducted. Additional applications training was offered; however, the customer declined. In the questionnaire completed by the customer relative to this incident, one response indicated that extension tubing was added to the end of the single patient disposable set (spat). The medrad® avanta fluid management system operation manual contains the following warning: "use of extension tubing connected to the single patient disposable set may cause patient injury and will degrade the system performance. Do not connect extension tubing to the single patient disposable set". The medrad® avanta fluid management system operation manual also states that the operator is required to expel all trapped air from the syringe, drip chambers, connectors, tubings, and catheter before connecting to the patient. The site continues to use the injector after the reported event. No further issues were reported. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.

Event description:
On march 14, 2022, bayer medical care received new clarifying details regarding the alleged air injection that was reported to the agency in january 2022. A 68-year old male patient with unstable angina pectoris (acute coronary syndrome) was undergoing coronary angiography while connected to a medrad® avanta fluid management injection system. After the first intracoronary contrast injection, the patient remained conscious as sustained ventricular tachycardia was observed with a drop in blood pressure. The second contrast injection showed that there was subtotal occlusion in both the left anterior descending (lad) and circumflex arteries. During the third injection, no contrast was visualized on the images and blood was seen recoiling into the tubing. Upon inspection, it was determined that contrast had spilled onto the floor from the injector. The disposable connections were checked and found to be loose. The connections were not able to be tightened due to broken threads. The first injection cine-loops were reviewed at which time it was concluded that the most probable explanation for the tachycardia and decreased blood pressure was an air embolism. The angiogram was continued with handheld contrast injection and percutaneous coronary intervention (pci) was performed with no further issues reported. As indicated on the initial report to the agency, the patient was reported to have been "saved". Clarifying information provided by the customer indicated that this patient experienced a temporary unstable medical situation, with no permanent injury sustained, therefore, no medical intervention was necessitated. The site followed up with the patient on february 28, 2022 at which time patient confirmed that he had no issues with clear improvement of his symptoms for which he was admitted.